Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating hyperglycemia while using the ilet and was announcing meals repeatedly, including up to 11 times in a day, in attempts to correct elevated glucose; the device did not generate high or low alerts during the event, and support provided education that frequent meal announcements can worsen control, guided a factory reset, and provided transition materials. Symptoms included none reported. Outcomes included successful correction with ilet-delivered insulin and downward glucose trend from 244 mg/dl to 177 mg/dl, without need for outside assistance or medical intervention. Investigation included technical troubleshooting by phone and user education on appropriate use of meal announcements and device reset. Investigation of this case revealed user technique and use-pattern issues related to excessive meal announcements contributed to hyperglycemia and variability, with no device alerts reported. It was concluded, based on previously established findings for similar reports, that user-related use error was the most likely cause.